Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The customer was admitted to the hospital and was treated with intravenous insulin and the pump was disconnected from the customer. During a pump system check, the pump time was found to be off by 1 hour and the cause was due to use error. Upon follow-up, the customer reported to have been discharged; however, the exact date could not be confirmed.